Event description:
Boston scientific recieved information that the communicator had no power and was hot to the touch. No adverse patient effects or injuries were reported. The communicator will be returned for analysis.

Manufacturer narrative:
Post market quality assurance confirmed the allegations of no power to the communicator and the power brick being excessively hot. During analysis there was an audible ringing that could be heard from the power brick.